Event description:
New ge b850 monitor installed in operating room was reported by anesthesiologist that the pa catheter waveform was displayed on the cvp waveform line and cvp was on the pa waveform line. The anesthesiologist and crna reported having to correct the labeling several times as it continued to transpose on the monitor. While the pt was coming off of cardiopulmonary bypass, they were unable to get readings due to continued problem, delaying the pt on bypass about 10 minutes. The monitor and all accessory equipment were taken out of service after this event.